Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Battery voltage at time of explant was 3.01v which is considered still at beginning of life.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached faster than expected battery depletion due to high thresholds on a competitor left ventricular (lv) lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: competitor lead unknown model implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.